Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was in range 300 mg/dl to 500 mg/dl at the time of the incident. The customer was treated with insulin pump and injections. The customer does not allege pump was under delivering. The customer was advised that the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.